Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a trial lead. Information was reported that the patient stated the "trial didn't go right", nothing that the trial couldn't be finished because they were "only able to get one lead in". The patient believes the event date for this issue was "in 2016", but maybe (B)(6)." No further complications were reported. No patient symptoms were reported.